Manufacturer narrative:
(B)(4) other remarks: n/a corrected data: n/a.

Event description:
It was reported that "high pressure alarms, suspected failure to unwrap". As a result, the iab was removed and not replaced due to improved hemodynamics. No patient harm or injury. The patient status is reported as "fine".